Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Investigation summary: a complaint of set being difficult to connect and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model ma3131 lot number 22069490 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 23jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxguard¿ administration set would not thread correctly and leaked during use. The following information was provided by the initial reporter: "bdmax used for procedure in invasive heart lab. When sterile IV tubing was connected to 3 port manifold, the luerlock did not thread correctly and leaked. Despite the numerous time it was repositioned and threaded, it would not quit leaking fluid. Tubing replaced with a second set without further issues. No known harm to patient, delay in procedure."